Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer blood glucose level was 600 mg/dl and the sensor glucose was 49 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. Insulin delivery was suspended due to sensor values. It was unknown that auto mode feature was active or not at the time of event. The insulin pump and sensor will not be returned for analysis.